Event description:
The manufacturer received a voluntary medwatch (mw5105506) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient expired in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient expired in response to the reported event. Patient also alleged of having cough, runny nose, dysphagia, respiratory issues. The manufacturer did not receive contact information to obtain additional information and request the return of the device for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.